Event description:
It was reported that pneumatic hose of the device had a cut and was leaking black oil. This was noticed during testing. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Device investigation was performed and a cut in the pneumatic hose was confirmed.